Event description:
During an atrial fibrillation (afib) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion, the physician advanced the sheath into the right atrium in preparation for introducing the farawave catheter. During aspiration and flushing, the physician consistently observed air being pulled back through the sheath. Due to this issue, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
During an atrial fibrillation (afib) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion, the physician advanced the sheath into the right atrium in preparation for introducing the farawave catheter. During aspiration and flushing, the physician consistently observed air being pulled back through the sheath. Due to this issue, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for further analysis. It was further reported that there were excessive bubbles in the aspiration syringe.